Event description:
Information received by medtronic indicated that the insulin pump had crack in case. No harm requiring medical intervention was reported. The customer discontinued the use of device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the (no customer note listed) found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked retainer, cracked case behind the pump at the battery compartment, stained keypad overlay, and pillowing keypad overlay. Cosmetic damage was confirmed at back and front of the pump. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.